Event description:
The pt noted spillage when connecting the pt line to the transfer set. The type of spillage was not identified. The pt noted that spillage was coming out from the pt line when connecting to their transfer set. Pt transfer set was clamped at this time. Solution bags were not stacked during priming. Pt did not have the pt line connector below the top of the machine. Pt did not use the product for therapy.